Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with complaints of near syncope and loss of pacing due to noise resulting in oversensing on the right ventricular lead. Lead damage was suspected but not confirmed. The lead was capped and replaced to resolve the event. The patient was in stable condition.